Event description:
The customer reported that there was a low battery indication on the device.

Manufacturer narrative:
(B)(4). The customer reported that there was a low battery indication on the device. The device was evaluated by philips. The symptom was clarified as the device failing to charge the battery, and failing to power up under ac power. The issue was localized to a defective power supply. Replacing the power supply resolved the issue.